Manufacturer narrative:
Findings: unit received with operating currents within specification. Unit passed selftest, error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty sensor resistor. Unit received with cracked reservoir tube, broken battery tube threads and minor scratches on lcd window.

Event description:
A customer sent their insulin pump back without specifying the issue. The customer did not provide their blood glucose levels.